Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030005. The history files were read out and analyzed. The malfunction described was found on 2025-11-26. On this day, the syringe bd plastikpak 30ml was selected with a remaining volume of 23ml. The therapy started at 03:00am with a flow rate of 0.167 mg/minute (1ml/h). Next day (27th of november 2025) at 02:08am the syringe the end alarm raised. In total 23.17ml were infused. After the alarm was confirmed, a syringe change was performed on the pump an a new vtbi therapy was set- up. According to the history files the infusion therapy started with remaining volume of approximately 23ml. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, the production or a technician seal on the lower housing as well as all cover caps of the screw pillars were missing. The device showed age related signs of wear and tear and was slightly dirty. No damages on the housing parts or the drive head could be found. Functional inspection: a functional test was performed. The device passes the self-test. A syringe (bd plastipak 50 ml) was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the tolerance of the device. The device was disassembled, and the inside was investigated. No visible damages or soiling were found inside the device. The reported defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "malfunction, pump turned off mid transfusion and volume to be infused and actual volume in pump varies despite inputting it correctly'.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.